Event description:
The event is reported by the explant surgeon as "tubing disconnected from port due to tube fracture." The access port was replaced but the explanted device will not be returned.

Manufacturer narrative:
Taper ii, (B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event discarded the device prior to reporting the event allergan will not be able to perform analysis or testing on the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."